Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicating as date and time are wrong on station. A field service engineer (fse) logged into carefusion admin (cfnadmin) and reset the time to resolve the issue. The time reverted and further the fse worked with technical support specialist (tss) then completed a data synchronization. Then the time stayed correct and customer was able to inventory medications. The system functioned as intended after the field service engineer and technical support specialist together troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es download was stopped and orders/patients were not crossed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.